Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient experienced electrical fault alarms. The patient's cardiologist pushed driveline connector in place and heard audible click. A manufacturer's representative reported to site and performed a controller exchange. Issue was resolved after the exchange. The controller ((B)(4)) was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the returned device revealed that the device controller passed visual inspection and functional test and ran without alarm. Review of the log files confirm three electrical faults due a system phase c open. In all three cases the electrical faults were cleared and the unit worked as intended. The driveline connector was checked and there were no signs of contamination. The most probable root cause of the reported "electrical fault alarms" may be attributed to an intermittent connection of the driveline cable to the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2015-03473 and 3007042319-2015-03474) submitted for devices related to the same event.

Event description:
It was reported from the united states that patient experienced three electrical fault alarms. Patient's cardiologist pushed driveline connector in place and heard audible click. A manufacturer's representative responded to the site and visually inspected the controller and driveline connector. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specifications along with a controller exchange. Issue was resolved after the exchange. The patient was prepared for the cleaning procedure by being taken to the operating room and started on heparin. The patient was provided with a replacement device and the controller was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.